Event description:
It was reported that a malfunction with the code malf 0 occurred, but no notable events happened before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and was instructed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions and continued to use the pump.